Event description:
The customer reported that the sys was intermittently displaying ma sensor failure error messages during pt procedures. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The generator interface board was replaced, the x-ray tube fan was repaired and calibrations were performed. The sys was tested and found to be working as intended and put back into svc. This malfunction may have resulted in a possible accidental radiation occurrence.